Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and twiddled, which was confirmed via x-ray and fluoroscopy. The lead was explanted and replaced. The patient was stable throughout the procedure.